Manufacturer narrative:
(B)(4).

Event description:
It was reported via a user facility report "piece broke off on balloon pump while in use. No pieces broke off inside patient, on outside at luer lock connection of the cuff, plastic piece snapped off when trying to loosen. The luer lock connection broke on the pressure line piece. Additional information received from the rn: there was no reported harm to the patient.

Event description:
It was reported via a user facility report "piece broke off on balloon pump while in use. No pieces broke off inside patient, on outside at luer lock connection of the cuff, plastic piece snapped off when trying to loosen. The luer lock connection broke on the pressure line piece. Additional information received from the rn: there was no reported harm to the patient.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab luer connection broken" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.